Event description:
The catheter was confirmed to be dislodged. The pt had no symptoms. The catheter revision was delayed which resulted in the pump running dry; the pump read that it had infused 50 cc from a 20 cc reservoir. The catheter was revised. The pt outcome was reported as "no injury". The pump was reported to be working well following the catheter revision. The device system was used to deliver compounded baclofen.